Event description:
Adverse event: "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during surgery. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The low pressure air source (lpas) was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).